Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an infection with his inflatable penile prosthesis (ipp) device. The physician performed a surgical intervention in which a salvage of the cylinders was performed, however it was noted that the patient had edema and cellulitis in the scrotum, so the pump and reservoir were removed. The cx 18xm remained implanted and the patient was prescribed with antibiotics. Two years later, a surgical procedure was performed in which the cylinders have been explanted and a new ipp was implanted. No further patient complications were reported.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient presented with infection just 2 weeks ago. Patient brought in for removal and wash out procedure. Salvage cylinders implanted at this time. Remaining pieces to be implanted in 3 months. All 3 pieces (cylinders, pump and reservoir) were removed. Wash out procedure performed. Cylinders were re-implanted but pump was spliced off due to cellulitis in the scrotum. Patient expected to fully recover. Physician believes device caused or contributed to the infection. Patient was treated with oral abx, removal ipp, wash out procedure. Patient experienced infection, inflammation and edema.